Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced inflammation on three infusion sites on the right side due to which patient was at the emergency room. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.